Manufacturer narrative:
The field service representative (fsr) could not replicate the reported issue. Verification and release testing was performed successfully. The logs were sent for further analysis and it was determined that there was a disagreement between the o2 sensor and the blender. This could be caused by a pressure change in the output of the gas system through a kink in the line, but it is unclear if that was the case or not. The o2 sensor was replaced as a precaution. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'calibrate oxygen (o2) analyzer' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the team has an incident with the electronic patient gas system (epgs) on the heart lung machine (hlm) during a cpb procedure on (B)(6) 2021 . The system was calibrated without issue for the procedure. During the case, the message 'calibrate o2 sensor' was in the messaging area of the hlm. This did not affect the delivery of o2 to the oxygenator from the epgs. The team did follow the instruction for use (IFU) and did not calibrate the sensor while on bypass. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to the event.

Manufacturer narrative:
Per data log review, the log showed the issue occurred on (B)(6)2021. It is possible that the date was not set correct. (B)(6)2021: 05:37:30 successful calibration, 08:34:40 fraction of inspired oxygen (fio2) set to 0.991 (99.1%), 08:55:43 o2 sensor and blender disagree (blender = 99.1%, sensor = 175.1%), 09:03:59 o2 sensor and blender disagree (blender = 99.1%, sensor = 119.6%). The o2 sensor and blender disagree occurs when the two differ by more than 10%. The central control monitor (ccm) will indicate calibration is needed when this occurs. If the difference becomes less than 10% the calibration needed indication will automatically clear. The log confirms the complaint. The o2 sensor does not account for pressure changes. If there is an increase in the output pressure (for example, a line was pinched) the sensor will measure high. During laboratory analysis, the product surveillance technician was not able to verify the reported issue. There were no issues observed during evaluation. The sensor was calibrated successfully. The oxygen (o2) blend was checked and showed no accuracy issues.

Manufacturer narrative:
The electronic patient gas system (epgs) related to this complaint was also returned on a separate complaint for further evaluation. Additional testing was done with the suspect oxygen (o2) installed in the epgs that the failure was originally seen in. During this evaluation the product surveillance technician observed both the o2 sensor and epgs to function as intended with all reporting values in specification. This complaint is related to cr-81134 / MFR #1828100-2021-00147.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.